Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 217 mg/dl. Troubleshooting was done. Alarm and possible causes were explained to the customer. Customer was advised to disconnect at the quick release and run a fixed prime, insulin did exit. Customer was advised it might be bent cannula or site occlusion. Customer was advised to do a complete set change. Customer reported the cannula was bent. No further information reported.